Manufacturer narrative:
A ge representative evaluated the system and replaced the power capacitor module. The system operates as intended.

Event description:
The customer reported the system displayed a precharge voltage error. No patient injury was reported.